Event description:
Per the clinic, the patient experienced non-auditory symptoms like dizziness, facial twitching, pulsing and blurred vision. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery.